Manufacturer narrative:
Pt refused to return the cls.

Event description:
On (B)(6) 2021 an eye care provider (ecp) in (B)(6) reported a patient (pt) experienced eye inflammation while wearing the acuvue® 2® brand contact lens (cls). No additional information was provided. On (B)(6) 2021 a call was placed to the pt who provided additional medical information. The pt reported the os was inflamed on (B)(6) 2021. After removing the suspect os cls, the pt experienced redness, pain and ¿strain.¿ the pt purchased levofloxacin eye drops from a pharmacy, but the pharmacist did not advise the frequency of usage for the eye drops. The pt reported the os was worse today so the pt will visit a doctor. On (B)(6) 2021 a call was placed to the pt who advised the os is getting better after treatment. The pt is admitted in the hospital and will provide medical reports after the discharge home. On (B)(6) 2021 an email was received from the ecp who advised the pt was diagnosed with acute iridocyclitis. No additional information was provided. On (B)(6) 2021 with the receipt of the additional medical information from the pts ecp, the event was determined to be a serious medical reportable event. On (B)(6) 2021 the pt was discharged home today from the hospital and will email the medical reports. On (B)(6) 2021 an email was received from the pt with medical reports. The pt was admitted to the hospital immediately after a ¿quick check from the doctor.¿ on 14dec2021 the pts medical translated medical reports were provided. Admission date: (B)(6) 2021. Discharge date: (B)(6) 2021. Admission diagnosis: acute iridoscitis in the os, refractive errors hospital admission: pt was admitted to the hospital on (B)(6) 2021 due to blurred vision in the os for 5 days. Medical history: the patient wore newly purchased contact lens 6 days ago, and the left eye was red the next day, and then gradually blurred vision without obvious pain. The pt went to the hospital and was diagnosed with uveitis and was given local anti-inflammatory treatment. After treatment, the pt improved but was not cured, and now admitted to the hospital for further treatment. Past history: joint pain and possible arthritis. Ophthalmological examination: vod: 1.0, vos:0.4(self-glasses), iop: l:18mmllg, conjunctival mixed hyperemia in the left eye, corneal amniotic kp (+++), atrial gleam (+), cells (-), anterior chamber depth is normal, the pupil is not round, local posterior iris adhesion is in the shape of a plum, the crystal is slightly cloudy, and the retina is flat. Discharge diagnosis: acute iridiasis in the left eye and refractive error os discharge condition: the patient's general condition was good, complaining of significantly improved vision in the left eye, eye examination: vos:1.0, iop: l:16mmhg, slightly hyperemia in the conjunctival of the left eye, amniotic kp (+) in the cornea, atrial flashing (-), cells (-), normal anterior chamber depth, pupils are not round, posterior adhesion of the lower iris, slightly cloudy lens, and blurred flat retina discharge advice: follow up in the outpatient clinic 7-10 days after discharge and see a doctor if you feel unwell. Check liver and kidney function regularly, pay attention to eye hygiene, rest and avoid strenuous exercise. Continue treatment after discharge: (1). Prednisone 6 tablets/time once a day, after 1 week, change to prednisone 5 tablets/time once a day, and decrease by 1 tablet every 1 week. (2) symptomatic treatment of potassium supplementation and calcium supplement for stomach protection: calcium carbonate and vitamin d3 tablets (self-prepared) 1 tablet/ once a day, potassium chloride sustained-release tablets1 tablet/ twice a day, omeprazole magnesium enteric-coated tablets 1 tablet/once a day no additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0050lr was produced under normal conditions. The pt refused to return the os suspect cls for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.